Event description:
It was reported that customer experienced altitude alarms and had notified customer support team about these issues. No additional information was received regarding customer¿s blood glucose level or any impact from the event. Customer declined further follow-up from technical support, and no additional actions or outcomes were documented.